Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 27, 2023.

Manufacturer narrative:
This report is submitted on july 12, 2023.

Event description:
Per the clinic, short circuits were noted on six electrodes. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.